Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the coolgard console displayed several tcm ID:06 (ce post failure) during patient use. The customer did not provide when during the ivtm therapy that the error was observed. The customer tried to restart the console several time without any success. They switched to thermogard console to continue with the therapy. No adverse patient impact was reported.